Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that they were hospitalized due to high blood glucose of 445 mg/dl. Patient's other blood glucose value was 345 mg/dl and sensor glucose value was 377 mg/dl. The customer was treated with manual injection. Trouble shooting was performed. The device was not expected to be returned for analysis.